Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
03/01/2018 12:55:17 sandra j mcdonald (smcdonal) lvp motor stall recall 2013 adam williams 317-220-0519 awilliams2@iuhealth.org 03/20/2018 06:41:41 thong trang (ttrang) estimate mjr waiting for approval. 03/21/2018 13:36:20 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per thong trang, service tech. Repair approved by adam williams at awilliams2@iuhealth.org for $365. New po# is tmxc0027235. Npi 03/22/2018 05:46:31 thong trang (ttrang) missed tat mjr 03/22/2018 07:49:51 annette a mendez (amendez) 1z9791540272952043 07/25/2019 09:41:39 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes.